Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician observed the reduction of left ventricular ejection fraction due to poor right ventricular pacing. The physician upgraded the system to crt-d device. The patient was in a good condition and discharged post procedure.